Event description:
No adverse drug event. Pump malfunction. Pt reports error. High pressure. Not attached to anything. Pump has been rebooted. Cadd legacy sn (B)(4). Pump replaced. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Did the product issue cause or contribute to patient or clinical injury? Reported to (B)(6) by pt/caregiver.